Event description:
It was reported that when using the bd pyxis¿ es server user indicated that a patient admitted earlier that morning was not visible on any stations. The customer confirmed that only one patient was impacted by this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was outdated firmware driver on server. A technical support specialist (tss) dialed into the server and followed knowledge article, patient missing on a bd pyxis medstation es, through section four to review admission inactivity and patient override status. Structured query language (sql) checks confirmed no issues, and the patient record was found to exist on the server. The station was then checked, and knowledge article, patient missing at the station-shows at the server, identified an outdated firmware driver from 2024. A backup and reboot were performed, which resolved the issue, and the customer confirmed that the problem was fixed. The system functioned as intended after the technical support specialist troubleshot the device.